Manufacturer narrative:
Received three devices, visual inspection found no damage or anomalies. Each cassette bag was attempted to be filled with 100 ml of water using an ICU medical provided syringe. The complaint of leakage can be confirmed. The probable cause of the leak is due to inconsistent sealing of the internal bag. During the fill process a leak was observed to be coming from the internal bag at the seal of each cassette.

Event description:
It was reported that after the addition of saline and drug, and while airing out the cassette after completing the compounding, a leak occurred. The cassette leaked from the bottom right corner of the bladder. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.